Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as touch contamination, as the patient hurried to complete pd and neglected to put gloves on before starting the pd therapy. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with ancef (dose, route, and frequency not provided) and fortaz (dose, route, and frequency not provided) for peritonitis. Four days later, ancef and fortaz were discontinued and the patient was started on intraperitoneal vancomycin (for 3 weeks; dose and frequency not reported) for peritonitis. On an unreported date the vancomycin was discontinued. Therapy remained ongoing. Thirty seven days post event onset, the patient was not leaving the antibiotic indwelling long enough. The patient was restarted on vancomycin (dose, route, and frequency not reported) for peritonitis. Twenty one days later, the vancomycin was discontinued. On an unknown date, the patient was retrained on aseptic technique. On an unknown date, the patient was again diagnosed with a relapse of peritonitis, manifested by cloudy effluent. The cause was again the patient not allowing the intraperitoneal antibiotic to dwell for the correct amount of time. The patient was treated with intraperitoneal vancomycin (2 grams every 3rd day; duration not reported) for peritonitis. At the time of this report, vancomycin remains ongoing and the patient was recovering. No additional information is available. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was treated with vancomycin (intraperitoneally, for three weeks, dose and route not reported) for the event. Treatment was ongoing. At the time of this report, the patient was recovering from the event. Dianeal therapy was ongoing. Additional information was requested but is not available.